Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an unable to calibrate optical sensor message. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer realized the issue was caused by the axillary insertion. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-20 through feb-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).